Event description:
A malfunction alarm with code malf 0 was reported, and it occurred multiple times on the pump, although this was the first time the customer contacted technical support. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The technical support team decided to replace the pump, confirming it was under warranty. The customer agreed to use multiple daily injections as a backup therapy and was instructed on how to put the pump into storage mode before returning it. A pre-paid label was provided for the return.